Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report intermittent audio output on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.